Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the motor not being recognized was confirmed. The centrimag motor (serial #: (B)(6)) was returned for analysis to the service depot. The motor was connected to a test console and was unable to be recognized by it, confirming the reported event. The motor cable was manipulated while connected to the console and was unable to be operated. The motor was scrapped and forwarded to product performance engineering (ppe) for troubleshooting. The motor cable underwent a resistance test, and open leads were found when the motor end bend relief was manipulated at the motor body. Lower than the expected resistance was also captured across some conductors. An insulation test was performed and while tested against emc ground and values were lower than expected. The root cause for the reported event was conclusively determined to be due to a damaged motor cable. The device history records were reviewed for the centrimag motor (serial #: (B)(6)) and the motor was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involvement. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag motor was not recognized by the centrimag monitor. Other motors were tested and did not have any issues. The customer reported that the centrimag motor will be returned for evaluation.